Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported they changed from the right to left lead on (B)(6) and the patient was feeling stimulation on the right lead in the leg area, but was on the left lead. The patient stated the healthcare professional (hcp) had a hard time placing the left lead during the procedure. The patient stated they were on the left lead at the time of the call as the patient was not having symptoms relief on the right lead for urgency or frequency. It was unknown if the issue was resolved at the time of the report. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.